Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted a damaged ar-1588rt-ib . Refer to attachments. The most likely cause of the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion/tensioning. Ref: (B)(4).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a sales representative reported via phone that an ar-1588rt-ib tightrope® ii rt broke in half. This occurred during an acl reconstruction on (B)(6) 2025, when the surgeon was almost complete, they went to put the knee into flexion to cycle the knee, and they heard a loud pop. They also performed an let procedure, and during that, it was discovered that the bone cortex had not been broken, but the button had completely cracked in half. An x-ray was taken, and it was confirmed that all fragments were retrieved. The patient had a hard bone quality that was prepped using a 4mm spade tip drill and a low-profile reamer. There were 45-50 minutes added to the procedure. The case was completed using another ar-1588rt-ib tightrope® ii rt. There was no harm to the patient's bone or the patient.